Manufacturer narrative:
Awaiting additional information and/or returing of the reported device(s).

Event description:
The complainant alleges, "our urology practice has had 3 break from this lot# during procedures."

Manufacturer narrative:
The complaint was unable to be confirmed. The customer was unable to answer specific questions about use or complete return of product. True root cause cannot be determined with accuracy at this time. If additional information is obtained that is pertinent to the investigation or provides additional details a follow-up report will be provided. Until such time, this can be seen as the final report.

Event description:
The complainant alleges, "our urology practice has had 3 break from this lot# during procedures."